Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support via a marketing survey on (B)(6) 2014 to report no audio output on (B)(6) 2014, resulting in a hypoglycemic event. Patient relayed fell down, trying to get up. Hours later was discovered unconscious by a friend and administered three (3) packs of sugar. Patient levels went to 28. Patient also advised of a black eye. No medical intervention or further injuries were reported.